Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure.according to the complainant, after advancing the device through the working channel, the clip was opened. However, the clip failed to close completely. The device was withdrawn from the patient and the case was completed with another resolution clip. Reportedly, the procedure was delayed approximately 2 minutes.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed reportable based on the investigation results; clip not able to be released.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the clip assembly was mashed onto the bushing and the control wire was not attached to the clip assembly. The clip assembly could not be deployed and the prongs could not be opened or closed. In addition, there was a kink in the control wire.the reported event of clip won't close was confirmed through analysis of the returned device. However, the evaluation further revealed that the clip was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.